Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display, battery cap was damaged and experienced high blood glucose level. The customer's blood glucose level was 468 mg/dl. The customer woke up and pump was off. The customer was assisted with troubleshooting and display was blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined to troubleshoot for the high blood glucose level. The insulin pump will not be returned for analysis.